Manufacturer narrative:
The pump passed displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. The pump functioned properly. The pump was received with cracked case on lcd display window corners, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 371mg/dl. The customer states their levels had gone as high as 469mg/dl. The customer states they have treated with manual injections. The customer states the device is cracked. Troubleshoot was not able to be conducted due to crack. The customer was advised the pump would be replaced and returned for analysis.